Event description:
During an attempt to advance a p2904 endovascular stent with delivery system to the target lesion site located in the pt's calcified ostial renal artery, the stent became dislodged from the balloon catheter. The stent embolized and was subsequently retrieved utilizing a loop device. An attempt to advance a p2905 endovascular stent with delivery system to the target lesion was unsuccessful because the stent became dislodged from the balloon catheter and embolized as well. The embolized stent was also retrieved utilizing a loop device. Another MFR's stent was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to this event.

Manufacturer narrative:
Note: cordis previously reported that there was no such record with this combination of batch numbers and product code; however, this was reported in error. A manufacturing investigation was performed in response to this report to include a manufacturing investigation for both batch numbers reported. Co's manufacturing investigation found nothing documented which could account for the reported event. The product was found to be within the product specifications relative to the scope of the investigation at the time of manufacture.